Event description:
It was reported that "the doctor found cuff leakage when using it on a patient. Change to a new tube." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).